Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded a cartridge with 300 units of insulin, and the insulin gauge displayed an accurate fill estimate of over 60 units of insulin. The customer's blood glucose level was 244 mg/dl, and was addressed by delivering a correction bolus.